Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 3.0mg/ml at 0.5995mg/day via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy sydrome. Per the reporter on or about (B)(6) 2016 the patient reports increased pain in lumbar area and around their side toward the pump. There were no known external or patient factors that may have led or contributed to the issue. On (B)(6) 2016 (B)(6) study attempted and they were unable to aspirate. On (B)(6) 2016 a CT of the abdominal area and lumbar with no impression of complications noted with catheter or pump. The patient also has a stimulation system in place functioning. The patient was taken to the or (operating room) where the lumbar incision showed catheter bent 90 degree at anchor site toward pump site. A strain relief loop was placed in back pulling extra catheter from front. The physician accessed the catheter port and aspirated drug and csf (cerebrospinal fluid). The back incision was closed and csf (cerebrospinal fluid) was aspirated again once lumbar incision was closed. The issue was resolved at the time of the report and the patient status was alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.